Event description:
It was reported that a user experienced multiple hypoglycemic events after starting the ilet on the same day they had administered their usual long-acting insulin, which was not discussed during training; the user was advised that concurrent use of external insulin is off label, to disconnect the ilet until the long-acting insulin wore off, and was guided through shutdown and reconnection procedures, with interest in additional training noted. Symptoms included low blood glucose to 57 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary interruption of ilet therapy and self-management with oral carbohydrate per standard hypoglycemia treatment. Investigation included complaint review, product use history, and user education troubleshooting. Investigation of this case revealed use error related to concomitant long-acting insulin while initiating automated insulin delivery, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with off-label concomitant insulin use and training gap. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.